Event description:
It was reported the patient experienced a shocking or jolting sensation. The patient was doing well until they had a mesh removal procedure performed. The removal caused the lead to move. The patient had pain and shocking down their leg. Impedance testing was performed. The system was explanted to be replaced in the future. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID: 3093-28, lot# va0fr4a, implanted: (B)(6) 2014, explanted: (B)(6) 2015, product type: lead. Product ID: 3093-28, lot# va0fr4a, implanted: (B)(6) 2014, explanted: 2015, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).